Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited increasingly high impedance as the physician attempted to position the lead. The lead also exhibited increasing threshold and lower sensing during positioning. The physician elected to use a different lead to complete the procedure. There were no reported adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.